Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was inappropriately delivering anti-tachycardia pacing (atp) and shock therapy due to supraventricular tachycardia (svt). Technical services (ts) discussed device reprograming. This crt-d remains in service. No additional adverse patient effects were reported.